Manufacturer narrative:
This report is submitted on december 4, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient underwent a magnet removal procedure (B)(6) 2017, in order to have an MRI for an unrelated medical diagnosis. A new implant magnet was implanted once week following the procedure; however, it was noted that the silicone magnet pocket of the receiver stimulator was torn. Following the replacement procedure, it reported that the patient began wearing their external processor prematurely against the physician's advice. Subsequently, the implant site became infected and there was a breakdown of the skinflap, resulting in extrusion of the internal magnet. Following the extrusion, the patient discontinued use of the processor and was placed on three courses of antibiotics. There are currently plans to explant the device due to the damaged magnet pocket; however, this has yet to occur as of the date of this report.